Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer inspected the battery cap and found that it was stuck inside the pump; the customer stated that the stuck cap is a recurring issue. The battery cap was stripped. The battery compartment and spring were inspected and no damage or corroded was found. The battery cap contacts were cleaned and the battery was changed to a new aaa alkaline battery, but the pump alarmed with a failed battery test. No products were returned and a replacement battery cap was shipped to the customer as a courtesy to rule out any possible issues with the battery cap.